Manufacturer narrative:
Batch review performed on 29 july 2020: lot 185614: (B)(4) items manufactured and released on 27-sep-2018. Expiration date: 2023-09-16. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional implant involved: gmk-sphere 02.12.0023r femoral component sphere cemented size 3+ r (k140826) lot. 187175. Batch review performed on 29 july 2020: lot 187175: (B)(4) items manufactured and released on 29-nov-2018. Expiration date: 2023-11-20. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional implant involved: gmk-sphere 02.07.1203r tibial tray fixed cemented size 3 r (k090988) lot. 187296. Batch review performed on 29 july 2020: lot 187296: (B)(4) items manufactured and released on 17-jan-2019. Expiration date: 2024-01-08. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional implant involved: gmk-sphere 02.07.0034rp patella resurfacing size 2 (k090988) lot. 1900600. Batch review performed on 29 july 2020: lot 1900600: (B)(4) items manufactured and released on 07-may-2019. Expiration date: 2024-04-22. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in reporting discomfort due to developing an allergic reaction. The surgeon removed all components and replace them with oxinium competitor implants. The surgery was completed successfully 11 months after primary.